Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with inability to pump the device. A revision surgery was performed, during which the physician confirmed that fluid loss within the system prevented the device from functioning as intended. The device was explanted and replaced. No patient complications were reported.